Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the patient alleged injury. The procedure was a laparoscopic-assisted vaginal hysterectomy, bilateral salp ingo-oophorectomy, modified mccall culdoplasty, cystoscopy, anterior and posterior colporrhaphy both done with pelvisoft. The complications post pelvisoft, pelvicol and tyco implantation was that the patient had spotting, leaking, secondary to atrophy, urge urinary incontinence, stress urinary incontinence, pulling sensation, vaginal bleeding, uti, pressure, pelvic discomfort, hematoma and small granulation tissue at apex on left side of suture or mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.